Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that the patient had fallen and experienced pain. Upon x-ray it was noted that the ulnar locking cap had broken at the hinges and the locking screw had sheared off at the head. The patient had to undergo revision surgery to remove broken components and get new component devices.

Event description:
It was reported that the patient had fallen and experienced pain. Upon x-ray it was noted that the ulnar locking cap had broken at the hinges and the locking screw had sheared off at the head. The patient had to undergo revision surgery to remove broken components and get new component devices.

Manufacturer narrative:
Correction (d9/h3 was updated), d4 lot#, g1 manufacturing site the reported event could be confirmed. The device was returned and found to be in the condition stated in the event description. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the user. Excessive force from a patient fall damaged and broke the ulnar cap as noted in this complaint.. Per the complaint reporter ¿the patient was satisfied until they had a fall and damaged the ulnar cap.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.